Event description:
Mechanical defect [device malfunction]. Semi-coma [depressed level of consciousness]. Case description: medical device information: novopen 3 (class iib). This spontaneous case from india was reported by consumer as "mechanical defect" and "unable to take prescribed dose leading to hospitalization" and concerns a male patient, using novopen 3 (insulin delivery device) from and to unknown dates for delivery therapy. Patient's height: not yet provided. Medical history not yet provided. On an unknown date, the patient experienced a mechanical defect with his novopen 3. The pen was pushing 6 units less as it should, this way the patient received 18 units instead of the prescribed 22 units. The patient went into a "semi-coma state" and was hospitalized. The patient's outcome was not reported. The patient will not return the complaint sample for investigation.